Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced syncope at home. Electrocardiogram showed the patient had slow heart rate with no pacing signal. The lead was repositioned. No further patient complications have been reported as a result of this event.